Manufacturer narrative:
H4 - device mfg date: corrected. H6: evaluation codes updated. Device evaluation: one device was received. The device was visually and functionally tested and the customer reported issue was confirmed. The main board was found to be the cause of the issue. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited system fault 45985. The event occurred during testing, there was no patient involvement.